Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6: health effect - impact code - f2302 blood transfusion

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the arm on (B)(6)2024. On 0(B)(6)2024, the patient reported bleeding from his sensor site overnight. On (B)(6)2024, the patient woke up and was dizzy and felt he had ¿lost too much blood¿. He applied pressure to the area and went to the emergency room. At the ER, the patient was treated with one unit of blood. The patient was discharged home on the following day (patient stated they were at the hospital "not quite long"). The patient was in good condition at the time of report. No additional patient or event information is available.